Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the phacoemulsification portion of a cataract extraction procedure there was an issue with aspiration of the cataract. The case was completed as planned although it lasted a little longer than expected. There was no harm to the patient. This is the second of two reports from this facility.

Manufacturer narrative:
The customer reported that the system had aspiration issues during phacoemulsification. The company service representative examined the system and discovered that the reported event of the system having aspiration issues during phaco was due to the customer changing the settings on the system. The company service representative changed the settings back, and found no other problems with the system. The system was manufactured on december 9, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).